Manufacturer narrative:
The insulin pump was received with intermittent up button due to corroded keypad traces. The insulin pump has minor scratches on lcd window, cracked case at display window corners, battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer's up arrow button was unresponsive on the insulin pump. Customer changed the battery to a new (B)(6) alkaline battery, but the button was still unresponsive. Customer had to discontinue pump use and is following his/her medical prescription for insulin shots until the replacement arrives. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).